Event description:
The medical center had an impella cp optical placed above the access of the ECMO, which was placed in the right femoral artery. The day prior there was robotic heart valve surgery performed, also accessed in the same right femoral. The impella access caused an access site injury to the vasculature that was remedied by 5 units of blood and surgical cutdown and hemostasis.

Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. No benchtop analysis to root cause is possible. Should new information be shared and a root cause determined, a final report will follow. The failure mode will be monitored and trended.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. No product was returned for analysis, but the clinical report was investigated. The root cause was determined to be anticoagulation management. The patient had high act values, with heparin dosed continuously at thousands units/hour. The failure mode will be monitored and trended. The IFU notes the following: ¿assess access site for bleeding and hematoma.¿